Event description:
Customer reported that, at the end of the case, the child was spontaneously breathing through an et tube. The expiratory limb of the breathing system was reportedly blocked and went unnoticed. There was an increase of pressure within the breathing circuit. The child reportedly developed skin emphysema. Investigation/conclusion: the reported complaint was due to a user error and was caused by an accidental and unnoticed blockage in the expiration tube. According to the customer, the expiratory limb of the breathing circuit was blocked by the holder for sterile covers separating the surgical field from the anaesthesia field. The adu operated as specified. The fresh gas outlet safety valve opened when the pressure limit was reached.